Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4) (uf, rep): medtronic received information regarding a navigation system. It was reported the system would not boot up. The system was plugged into a known good outlet all night. The site unplugged and moved the system into the operating room (or) in preparation for a case. When the system was turned on, nothing happened. There was no blue power light, no fans running, and no sounds. The system was then unplugged and rebooted with success several times. The system was removed from the operating room and plugged back in for 30 minutes. The system was then brought back into the operating room and booted without issue. This issue was noted outside of a procedure, and there was no patient involvement.